Event description:
The peritoneal dialysis pt reported that he had peritonitis. According to the peritoneal dialysis registered nurse, there was no fluid leak during preceding treatments. The pt is reportedly a hoarder who brings items into the treatment room and self-contaminated. He is undergoing retraining concerning aseptic technique. He was diagnosed with staphylococcus peritonitis on (B)(6) 2014 and underwent a course of intraperitoneal vancomycin. He did not require hospitalization and is fine.

Manufacturer narrative:
Medical records were requested, but have not yet been rec'd. The device has not been returned for physical eval and a plant investigation is still on-going. A supplemental report will be submitted upon completion of the investigation.